Event description:
It was reported that the video system center had front panels led's are blinking continuously. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: b5 and d5. Additional information: d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "front panel¿s leds blinking continuously" malfunction would likely be related to the printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred, during maintenance.